Event description:
Due to the hospital's privacy policy, further patient information or event details were not available.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a disposable lot query was performed for lot 2002033130 and no similar reported occurrences were received against this lot to date. Root cause: based on the clinical findings, the patient developed an allergic reaction to fresh frozen plasma used as a replacement fluid.

Manufacturer narrative:
Investigation : a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of the allergic reactions may include hives, dyspnea, wheezing hypotension, tachycardia, facial swelling or flushing and burning eyes. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (ctpe) procedure, redness appeared all over the body of the patient and she was admitted to the ICU temporarily. The patient is anti-gad antibody brain, therefore, the plan of her treatment is 7 times plasma exchange by spectra optia. The doctor at the customer site used albumin for replacement the first 4 procedures and used fresh frozen plasma (ffp) for fibrinogen supplement on the 5th procedure. The doctor diagnosed the anaphylactic shock that the patient had was due to the ffp. Per the customer, after the patient recovered treatment resumed as of 19th aug using albumin. Patient identifier, age and weight are not available at this time. The disposable set is not available for return because it was discarded by the customer.